Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the instructions for use (IFU, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a narrow lesion in the mid circumflex artery. Pre-dilatation was performed and the 2.75 x 18 mm stent was implanted; however, a proximal edge dissection occurred. A 2.75 x 18 mm xience v stent was used to treat the dissection. The patient condition is good and there was no clinically significant delay in the procedure. No additional information was provided.